Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, migration and visibility/palpability.

Event description:
Patient reported "intracapsular rupture", "surrounding peri-implant fluid" confirmed via MRI and "axillary lymph node" confirmed via ultrasound. Later healthcare professional reported "intracapsular rupture", "silicone in the axillary region", "pain" and "deformity". This record is for the right side. The device remains implanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ silicone migration: unable to observe since it is not related to the device. ¿ breast pain: unable to observe since it is not related to the device. - visibility/palpability: unable to observe as it is a medical event that is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
The device was explanted and replaced with a non-abbvie device.